Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr. (B)(4) has been evaluated. The batch 6006300 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional water under leak test 2 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006300 was manufactured according to the wi version 25 manufactured in the machine l119, on 18/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 04/mar/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6006300 and one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: republic of korea.

Event description:
Reference number (B)(4) event occurred in republic of korea. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The blood glucose level was 270 mg/dl at the time of event. No further information available.